Manufacturer narrative:
Reported event: an event regarding disassociation involving unknown 32mm head was reported. The event was confirmed based on medical review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records and x-rays was rejected by a clinical consultant indicating: undated, unlabeled x-ray: ap of pelvis with right uncemented tha with dislocated and disassociated modular head with stem trunnion erosion noted. 2 undated, unlabeled intra-operative color photos demonstrating dark stained material in the incision. No clinical or pmh, no patient demographics, no operative reports, no examination of explanted components, no surgical pathology reports, and no dated serial x-rays. While the undated x-ray appears to confirm the event description, insufficient data is presented to create a medical report for this case device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that patient's hip was revised with the following noted: dissociation, metallosis, black tissue, worn trunnion. The event was confirmed based on medical review. Clinician review: a review of the provided medical records and x-rays was rejected by a clinical consultant indicating: undated, unlabeled x-ray: ap of pelvis with right uncemented tha with dislocated and disassociated modular head with stem trunnion erosion noted.2 undated, unlabeled intra-operative color photos demonstrating dark stained material in the incision. No clinical or pmh, no patient demographics, no operative reports, no examination of explanted components, no surgical pathology reports, no dated serial x-rays. While the undated x-ray appears to confirm the event description, insufficient data is presented to create a medical report for this case. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
Rep left a voicemail say that the patient's hip was revised with the following noted: dissociation, metallosis, black tissue, worn trunnion. A tmzf stem and 32mm head were revised to a restoration modular stem construct and femoral head.

Manufacturer narrative:
Reported event: an event regarding disassociation and fretting involving 32mm +4 lfit v40 head was reported. The event was confirmed based on medical review. Method & results: device evaluation and results: visual inspection: the device was not returned however photographs were provided for review. The image shows black debris and damage on the surface of the head. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: undated, unlabeled x-ray: ap of pelvis with right uncemented tha with dislocated and disassociated modular head with stem trunnion erosion noted.2 undated, unlabeled intra-operative color photos demonstrating dark stained material in the incision. No clinical or pmh, no patient demographics, no operative reports, no examination of explanted components, no surgical pathology reports, no dated serial x-rays. While the undated x-ray appears to confirm the event description, insufficient data is presented to create a medical report for this case. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the reported lot.  Conclusion: it was reported that patient's hip was revised with the following noted: dissociation, metallosis, black tissue, worn trunnion. The event was confirmed based on medical review. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: undated, unlabeled x-ray: ap of pelvis with right uncemented tha with dislocated and disassociated modular head with stem trunnion erosion noted.2 undated, unlabeled intra-operative color photos demonstrating dark stained material in the incision. No clinical or pmh, no patient demographics, no operative reports, no examination of explanted components, no surgical pathology reports, no dated serial x-rays. While the undated x-ray appears to confirm the event description, insufficient data is presented to create a medical report for this case. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not returned.

Event description:
Rep left a voicemail say that the patient's hip was revised with the following noted: dissociation, metallosis, black tissue, worn trunnion. A tmzf stem and 32mm head were revised to a restoration modular stem construct and femoral head. Update: "head disassociation".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Rep left a voicemail say that the patient's hip was revised with the following noted: dissociation, metallosis, black tissue, worn trunnion. A tmzf stem and 32mm head were revised to a restoration modular stem construct and femoral head.